Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of a system revision due to infection and pocket erosion. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The implantable lead was explanted.

Event description:
It was reported that this implantable lead was part of a system revision due to pocket erosion and infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The implantable lead was explanted. Additional information indicates that the device and leads were explanted and sent to laboratory and will be returned after product analysis.

Manufacturer narrative:
This supplemental is being filed the additional information that indicates device and leads were explanted. The patient was treated with intravenous antibiotics. The system was sent to laboratory and will be returned after product analysis.